Event description:
It was reported that during a laparoscopic hepatectomy, the tissue pad melted during use and it peeled away when the nurse wiped the distal side with gauze. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There might be a possibility that the devices were activated without clamping the target tissue.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) yes or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes, when the nurse wiped the distal side with gauze. If yes, did any piece fall into the patient? No does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Probably the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.